Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm sluggish performance; programmer booted up in 24 seconds. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Hinge plate screw was missing and the rubber pads on lower case were damaged. (B)(4).

Event description:
It was reported that the programmer needed an upgrade and was running very slow. The programmer was returned for repair. No patient complications have been reported as a result of this event.